Event description:
The date of event is unknown. Unknown if the product was at a patient at the time of the event. Customer reported unspecified problems with this set model, in particular with leaking at the roller clamp. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Patient information requested and all available information is included.